Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that patient underwent a surgical procedure that utilized paragon 28 jaws nitinol staple system on (B)(6) 2020. It was reported that the surgeon experienced difficulty removing the staple inserter from the staple. As the surgeon was inserting the staple, he twisted the staple inserter in order to remove it and the dorsal cortex of the bone cracked. The staple remained in the patient and the micro-crack is expected to heal as normal. No further medical intervention was conducted. This is report 1 of 2 for this incident.